Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call her daughter was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. Customers blood glucose level was over 600 mg/dl. And 201 mg/dl. Customer experienced symptoms like vomiting. Customer was treated with intra venous drip. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.